Manufacturer narrative:
In the previous report, the manufacturer reported the investigation findings as maintenance problem identified. The correct code should have been mechanical problem identified and electrical/electronic component problem identified. In the previous report, the manufacturer inadvertently omitted the recall number for a ¿ventilator inoperative¿ error code that was found during the device evaluation. This issue has been identified under the (B)(4). The manufacturer has updated h6, h7 and h9 in this report.

Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and observed the humidifier base cable and connector were burnt. Upon receipt, the device was found to have recorded 7931.2 blower hours and 7584.4 machine hours. The device log files were successfully downloaded and reviewed in full. A ¿ventilator inoperative¿ error code was confirmed in the event log; no other actionable errors were identified. The unit was found to be working within normal parameters. The software was updated, and the device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts. Review of post market data found that there is no indication of a new or emerging patient safety or quality issue associated with the failure of thermal events on the legacy a series devices. There were no reports of harm attributed to the thermal failures. Additional information has not been provided by the customer that could be used by the business to further investigate the reported failure. The overall failure rate for legacy a series is within the required device reliability and further review of post market data does not indicate unacceptable safety risk of using this product by patients in the field.